Event description:
The customer reported an incident with tubing disconnecting from a PICC causing a chemo leak. There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with failure investigation results should the affected product be received for eval.